Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Event description:
Boston scientific received info that the pt with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock due to cardiac oversensing of low amplitude signals. The physician elected to reprogram the system from the secondary sensing vector, to the alternate. No further system changes have been reported and to date the device remains implanted in absence of further complications.